Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture (baker grade unknown). The device has been explanted and replaced with a non-allergan device. The affected side is unknown.

Event description:
Patient reported capsular contracture (baker grade unknown). The device has been explanted and replaced with a non-allergan device. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported capsular contracture (baker grade unknown). The device has been explanted and replaced with a non-allergan device. The affected side is unknown.